Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, abnormal stress test, congestive heart failure, CABG, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, hypertension, and previous cea recurrent stenosis. The target lesion was the ostium of the right coronary artery. Pre-procedure stenosis was 90%. Lesion length was 15mm and vessel diameter was 6mm. The lesion was mildly calcified. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retreived during the procedure. Post-procedure stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The after the procedure the patient had right visual field loss. The onset was sudden and diagnosis was a stroke. The stroke was due to a small branch retinal artery occlusion. The patient was discharged the following day. The patient is well with minimal visual symptoms. The physician indicated the stroke was related to the procedure.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.